Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a cardiac arrhythmia procedure was performed when the issue happened. The procedure was delay of about 2 or 3 minutes, and the procedure was completed by using wired footswitch. A philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray could not be irradiated due to connection issue of the wireless footswitch. Fse identified that the status of the wi-fi (led) indicator on the wireless footswitch (wfs) was off, the color of the battery indicator was green, and the x-ray was not emitting sometimes when stepped on the wireless footswitch. Upon troubleshooting fse found that the wfs was working properly. To resolve the issue, fse replaced the wfs and the base station. After replacing the wireless footswitch and base station, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray could not be irradiated due to connection issue of the wireless footswitch. No harm to the patient or user was reported. A philips field service engineer visited the site and replaced the wireless foot switch. The device was returned to expected functionality.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to sucessfully complete the procedure using the now mandatory back-up wired footswitch.